Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain eight years and three months post index procedure. A CT revealed that the aneurx stent graft had migrated. The physician elected to implant four endurant proximal cuffs and the migration was resolved. Per the physician, the cause of the migration was due to the patient aortic dilation over time. The physician also noted that the pain may have been cause by a type I endoleak. A cuff was placed to treat successfully and the patient was discharged. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.